Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they had an issue of an incubation ring movement error that caused the instrument to go down. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse installed a new sequencer printed circuit board (pcb), the incubation ring motor and the low level controller pcb. Additionally, use of the advia centaur intact parathyroid hormone (ipth) assay on intraoperative samples is off-label use. As per the instructions for use for advia centaur ipth, this assay is for in vitro diagnostic use in the quantitative determination of ipth in edta plasma or serum using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy. The cause of a delay in testing the ipth patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Intact parathyroid hormone (ipth) testing was delayed for two intraoperative samples from the same patient on an advia centaur xp instrument. The customer processed both the samples on an alternate advia centaur xp instrument. The surgery took an additional 20 minutes to complete due to the delay in obtaining ipth testing results. There are no known reports of patient intervention or adverse health consequences due to delay in testing the ipth patient samples.